Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alerted low reservoir after setting up a new infusion set. Reservoir was pulled out and only had 20 units of insulin. Customer filled a new reservoir and device was primed. The customer's insulin pump stated the device had 50 units left and the reservoir had 140 units filled. The drive support cap was normal recessed. Displacement test was passed and device passed. No further information reported.